Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose. On (B)(6) 2018 they had unknown blood glucose levels at the time of the incident. The customer was at 278 to 357 mg/dl at the time of the call. The customer was given intravenous dextrose to treat. The customer experienced symptoms such as being totally out of it and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the sensor is not reporting their blood glucose correctly. The customer was having sg versus bg differences. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.